Event description:
Multiple pump stop/low flow alarms. First attributed to driveline "shorting out": new cable provided by thoratec. System controller changed, unable to reproduce problem. Data capture indicates internal driveline damage requiring pump exchange.